Manufacturer narrative:
A ge oec service rep investigated the issue and found the cine drive sluggish. The cine drive was reformatted to restore proper function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effects were reported because of this malfunction.

Event description:
The ge oec 9800 fluoroscopy sys issues with the cione drive not playing back studies correctly.